Event description:
The manufacturer representative reported disassembly at the user facility. There were no adverse consequences related to this event.

Event description:
The manufacturer representative reported disassembly at the user facility. There were no adverse consequences related to this event.

Manufacturer narrative:
Follow-up report submitted to document device evaluation results